Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2022 it was discovered that one of the patient's extensions had fractured. As a result, the extension was explanted and replaced. It is unknown which extension fractured.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(4), batch: 6413385. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.